Manufacturer narrative:
The reported issue that the device alarms air in line when infusing total parenteral nutrition (tpn) could not be confirmed; no product or device logs were returned for investigation. A bd clinical practice consultant informed the customer about the bd website that provides information that may help mitigate nuisance air in line alarms. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The pump module in question was being used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no patient harm.

Event description:
It was reported that the device alarms air in line when infusing tpn. The nurse stated that the ail alarms after the infusion has been infusing and often occurs with total parenteral nutrition (tpn). There was no patient harm. No additional details were available.